Event description:
It was reported that the patient experienced some discomfort with the inflatable penile prosthesis (ipp) pump placement. A surgical revision was performed in which the existing device was removed and replaced. During the procedure, the pump was noted to be adhered to the left side of the testis which likely caused the discomfort. There were also signs of erosion in the right distal corpora. A repair was performed during the surgery to strengthen the corpora. The patient was expected to fully recover following the intervention.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists erosion, discomfort and adhesion as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.